Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced a femoral artery pseudoaneurysm. The pseudoaneurysm was sutured and the patient's hospitalization was extended with recovery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the procedure was completed with radiofrequency (rf) ablation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.